Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was due to the wash 1 bulk bottle not priming fluid to reservoir and system stuck with check status error. In addition, the pat lid cover was broken. A siemens healthcare diagnostics inc field service representative was dispatched to the account and corrected the malfunctions. The instrument is performing within specifications.

Event description:
Falsely elevated positive troponin I results were reported on 3 patients. The results were reported to the physician. The samples were repeated and negative results were obtained. One patient was hospitalized and underwent an echocardiogram. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin results was due to wash 1 bulk bottle not priming fluid to reservoir, and system stuck with check status error. In addition, the pat lid cover was broken.